Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during the thoracoscopic lobectomy surgery, after fired, noted the staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t5ak88. Device analysis: the analysis results showed that one ecr60w reload was received with the one piece sled detached and unfired making it nonfunctional. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.